Event description:
While attempting to deliver the enterprise vrd to the target area there was resistance inside the prowler select plus microcatheter. Therefore, the stent was pulled out of the microcatheter and a shorter one was used without any problems. After the event, the same microcatheter was utilized to complete the procedure. With additional investigative efforts it was reported that no further information regarding the prep, insertion technique, or any other procedural factors is available. There was no patient injury reported with the event. The returned device was found with a fractured section noted on the stent.

Manufacturer narrative:
One non-sterile stent from an enterprise vrd system was received in a plastic bag; the delivery system was not received. At one end of the stent the struts were found deformed (bent). The stent was observed under the microscope and it was noted that in the deformed section one of the struts was fractured. Further sem analysis showed evidence of ductile dimples. Ductile dimples are common on pieces which were pulled/stretched until separation. It is possible that the fracture conditions could be related to a tensile overload; however this could not be conclusively determined. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10071814. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported resistance/friction during delivery could not be evaluated since only the stent was received. The stent was received with deformed struts and a fracture of a strut. The timing of this damage and impact on the reported event cannot be determined. It was reported that the resistance was inside of the microcatheter. If the damage had been present as received by the customer, it is likely that the stent would not have been able to be transitioned from the introducer through the hub and inside the catheter. If the resistance was during the introduction, it is possible that inadequate seating and securing of the introducer in the hub of the microcatheter may have contributed to the resistance and stent damage. It is also possible that the stent damage resulted from post procedure handling. It is possible that procedural factors may have contributed. Based on the reported information and the analysis of the returned device no conclusion can be made regarding the reported event. Based on the sem analysis and device history records review, there is no evidence of any manufacturing defect or anomaly contributing the reported event or damages found on the returned device. Therefore no corrective action will be taken at this time.